Event description:
It was reported that during implant attempt, the doctor attempted to back load the lead onto the guidewire when the guidewire protruded through the lead, through the inner coil and silicone. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation perforated (stylet/guidewire).